Event description:
The customer reported that the pt went into ventricular heart fibrillation and that the arrhythmia monitoring system did not alarm " fibrillation". The arrhythmia montitoring system read a "noisy signal" of ECG. The reference lead cable had fallen off the pt. The "noisy signal" info was seen by the biomed dept manager within the device trend when inspecting the system after the incident. The biomed dept manager verified the arrhythmia system operated according to spec. Therefore, he did not want co to go on-site. The product has been in operation since the incident.